Event description:
It was reported that patient underwent a replacement procedure of his spectra penile prosthesis (spp) due to unknown reasons. All components were explanted and a new tactra device was implanted.

Event description:
It was reported that patient underwent a replacement procedure of his spectra penile prosthesis (spp) due to unknown reasons. All components were explanted and a new tactra device was implanted.

Manufacturer narrative:
Field change: e1. Facility name added.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of mechanical issue was not confirmed via product analysis.the spectra cylinders were visually and functionally tested. Cylinder 1 has sharp instrument/tool damage to the outer tube, which resulted in a hole and exposed metal segments. This damage is consistent with explant damage. Due to this damage being consistent with explant it will be considered a secondary failure. Both cylinders passed the bend test with a force readout of less than 1390 grams. The cylinders therefore performed within specification. The product analysis results and event report provided no objective evidence that would warrant further escalation.

Event description:
It was reported that patient underwent a replacement procedure of his spectra penile prosthesis (spp) due to device malfunction. All components were explanted and a new tactra device was implanted.